Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect(s) of stenosis and occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. A conclusive cause for the reported stenosis and obstruction/occlusion and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated. Literature attachment. Article title: evaluation of femoropopliteal in-stent restenosis characteristics stratified by stent design.

Event description:
It was reported in an article that this retrospective study included patients treated for femoropopliteal isr from june2015 to december 2020, selected from a prospectively maintained database. The inclusion criterion was the presence of isr after the implantation of one of the five stents including supera self-expanding stent system (sess). Patients with untreated iliac artery inflow disease, as well as femoropopliteal lesions treated with different overlapping stent types, were excluded. Patients who were treated for stent-in-stent restenosis were also not included. The cohort studied included 414 patients. The supera stents were predominantly used in the distal superficial femoral artery (sfa) and in the popliteal artery. The mean time to restenosis was 14.1 ± 11.6 months for the supera stent. The patient effects of stenosis and occlusions occurred. The details are listed in the article, titled "evaluation of femoropopliteal in-stent restenosis characteristics stratified by stent design."